Event description:
It was reported that a stent damage occurred. Access was obtained via the right radial artery. The de novo target lesion was located in a severely tortuous first obtuse marginal (om) branch. After predilation using a 2 x 9 mm balloon catheter at 8 atms for 15 seconds, a 2.25x16mm promus element drug eluting stent was advanced to the target lesion however, the device was not able to cross the lesion and the stent struts got damaged during the manipulation. The physician completely removed the device from the patient and completed the procedure with another 2.25 x 12mm promus element stent and post dilatation with an unspecified balloon catheter. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was not damaged and exhibited no signs of strut damage. Visual and tactile examination found a kink on the hypo-tube shaft 447mm proximal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. Access was obtained via the right radial artery. The de novo target lesion was located in a severely tortuous first obtuse marginal (om) branch. After predilation using a 2 x 9 mm balloon catheter at 8 atms for 15 seconds, a 2.25x16mm promus element ¿ drug eluting stent was advanced to the target lesion however, the device was not able to cross the lesion and the stent struts got damaged during the manipulation. The physician completely removed the device from the patient and completed the procedure with another 2.25 x 12mm promus element stent and post dilatation with an unspecified balloon catheter. No patient complications were reported and the patient was stable.